Event description:
Against recommendations in generator manual and ground pad MFR, the ground pad was placed on unshaven abdomen. During procedure generator's nem alarm sounded. Ground pad was checked at which time 3rd degree burn 2"x4" was discovered. Pt returned for skin graft. No further complications have been reported.